Event description:
Reportedly, on (B)(6) 2026, a new pacing system was implanted. At the time when the ventricular threshold increased (date unknown), the pacing percentage remained low. Therefore, the situation was managed by increasing the ventricular output and enabling safer mode, and no impact on battery consumption was observed at that stage. However, as the pacing percentage gradually increased, leading to accelerated battery depletion, it was decided to replace the pacing system.consideration was given to adding only a ventricular lead via the previously implanted side. However, due to vascular occlusion and tortuosity, lead insertion was deemed not feasible. As a result, the new pacing system was implanted from the opposite side.the right ventiruclar vega r52 (s/n: (B)(6) remain implanted in the body, and additional new leads have been newly inserted.